Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-testing process, it was observed that the motor device had an e6 error and was overheating. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had liquid coming out of the motor. During the repair process, it was observed that the air pump came on right away due to a damaged and heavily corroded flex circuit. It was determined that this was indicative of overheating and an e6 overheating warning. Therefore, the reported condition was confirmed. It was determined that this was indicative of not following the immersion/ sterilization procedures properly. The assignable root cause was determined to be due to user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.